Manufacturer narrative:
(B)(4). A covidien customer service engineer (cse) inspected the device but the report event could not be duplicated. The device passed all calibrations, short self-test (sst), extended self-test (est) and performance verification testing according to manufacturer specifications.

Event description:
It was reported that during patient use, a ventilator generated a severe occlusion alarm. The patient was reported to have been removed from the device and placed on an alternate ventilator without harm. There is no death or serious injury associated with this event.